Manufacturer narrative:
Device evaluation summary:during evaluation of the sample a siltex cracking was observed. Within the siltex cracking, a rupture was noted in the posterior aspect, measuring approximately 0.2 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The reported complaint was confirmed. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with unspecified mentor saline breast implants and experienced bilateral capsular contracture baker grade ii (r) and baker grade unknown (l). As a result, the patient underwent removal and replacement with a mentor memorygel breast implant 275cc, catalog number 3507275mc, serial number (B)(4), lot number 7604676 (r) and a mentor memorygel breast implant 300cc, catalog number 3503001bc, serial number (B)(4), lot number 6928239 (l) on (B)(6) 2019. This report is for the right side.